Event description:
Doctor reports size mismatch between planned guides and the needed guides. Plan called for a 67.5mm and a 75. An 80 and 87 were needed to complete the case.

Manufacturer narrative:
Method: MRI, planning pictures. Results: MRI indicates the MRI was incorrectly labeled. Planning file is not accurate. Planning photos indicate the pre-op planning (pop) sizing is correct and performed according to the established planning. Osteophytes are evident on both the femur and tibia in the location where the guides are expected to fit. Protocol. Conclusion: all planning files are correct. Pop is correct, sizing is correct and is within specification. Osteophytes below the cut plane lead surgeon to upsize the tibial implants. Femoral components were upsized to match with tibial component.